Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation."

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that a purge pressure high alarm presented. Lysis protocol was sent to the site to manage the condition. Additionally, the physician reported that the patient's right leg had to be amputated due to the impella. The pump was explanted a few days later and the patient expired. It was noted that the patient's treatment was palliative. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation of high purge pressure and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure was most likely due to biomaterial as lysis protocols were able to resolve issue according to clinical description. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B1 selection of product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26487. B2 required intervention selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26487. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26487 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2025-26487 in accordance with updated procedures.